Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Laghari, m. Et all (2012). "Subtrochanteric femoral fractures treated by condylar plate, a study of 56 cases." Jlumhs (journal of liquat university of medical & health sciences) (11: 54-59). Jamshoro, pakistan article. This report is for unknown 95 degree a.o. Condylar plate/unknown quantity/unknown lot. (B)(4) - infection; fracture, delayed union. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This report is being filed after the subsequent review of the following literature article: laghari, m. Et all (2012). "Subtrochanteric femoral fractures treated by condylar plate, a study of 56 cases". Jlumhs (journal of liquat university of medical & health sciences) (11: 54-59). Jamshoro, pakistan article. The authors conducted a prospective study of 56 cases (17 female, 39 male; mean age 37.6 years) who underwent an open reduction internal fixation using a 95 degree a.o. Condylar blade plate for the treatment of subtrochanteric fractures. The study was taken in three years, from (B)(6) 2005 to (B)(6) 2008, with a follow up of most patients ranging from 6 - 36 months (average 12 months) to assess the union of fractures after the definitive surgical management. The union time of the fractures ranged between 3.5 months to 12 months (average time between 4.6 months). Four of the 56 (12.5%) patients experienced implant failures associated with non-union and three patients had deep infection associated with non-union. Mal-union (defined as angulation more than 15 degree) occurred in five cases (8.92%) ; with three of the five having unacceptable varus angulation of more than 15 degree and the remaining two cases having varus less than 15 degree was noted). A copy of the literature article is being submitted with this medwatch. This report is 1 of 2 for (B)(4). This report is for an unknown a.o. Condylar blade plate and refers to the reports of non-union, deep infection associated with non-union, and mal-union associated with this medwatch which is also the same as the determination tree.